Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. A specific cause for the reported bleeding could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted with gastrointestinal bleeding on (B)(6) 2020. Patient had complaints of weakness and melena. Patient was admitted with hemoglobin of 3.8. Patient was hospitalized and received blood transfusion. Additional information received stated that patient had 4 units of packed red blood cells (prbcs). Patient was evaluated by gastrointestinal doctor, and esophagogastroduodenoscopy (egd) was performed that showed was no active bleeding up to mid jejunum colonoscopy. Patient was stabilized and discharged home on (B)(6) 2020.